Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had dislocated her constrained liner multiple times again. Dr. Still has suspicions that she is doing it voluntarily. Cup, screw. Liner and head were removed and a zb cup and dual mobility was placed with a 28+12 srom head inserter into zb dual mobility poly head. Constrained liner was still intact and ring was still in correct location. Don't have records for the cup or screw that was removed. It was a 50 pinnacle cup and what looked to be a 35mm screw. Doi: (B)(6) 2020 dor: (B)(6) 2021 right hip.